Event description:
Complainant alleged that during biomedical dept's routine testing and preventative maintenance of the device, the device would not display anything on the monitor screen and the strip chart recorder would not print. The complainant indicated that there was no pt involvement in the reported failure.